Event description:
The rptr indicated that a holter monitoring confirmed intermittent undersensing. The pt was troubled by discomfort of feeling extra heartbeats. Inappropriate sensing/paced beats were observed.

Manufacturer narrative:
Section a.4 has been updated.